Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that their therapy had been working until the day of the report. It was indicated that the patient work up from their nap and noticed that their depends was wet. They were currently set at 2.60v, and wanted to know if the stimulation should be increased. The indications for use were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.